Manufacturer narrative:
The insulin pump was received with no button error alarm. However, the insulin pump did have intermittent button response due to moisture damage keypad trace. The device had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they woke up to a button error alarm. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.